Event description:
It was reported that the patient underwent a total abdominal hysterectomy, bilateral salingo-oophorectomy, and tysis of adhesions on 12/05/1997. The peritoneum was closed with 2-0 absorbable suture in continuous running fashion. The fascia was closed with one asbsorbable suture with interrupted sutures. The skin was closed with 3-0 suture in subcuticular fashion. Wbc 11.5 912/08/1997) IV antibiotic therapy during the post-op course of hospitalization; discharged three days later on oral antibiotics. Six days afterward, post op day 9, the patient presented to the ER reporting foul-smelling drainage at incision site for past 4-5 days. Wbc 10.2 patient was re-admitted to hospital for IV antibiotic therapy. Small wound dehiscence noted at the lower end of incision. Treated with 48 hours of antibiotics and discharged on oral antibiotics. The patient's incision healed well.